Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, due to these issues customers blood glucose level was "high", although specific value was not provided, which customer addressed with a correction bolus via pump. Additionally, customer¿s blood glucose level was 40 mg/dl. For which customer drank orange juice. At the time of troubleshooting issue was resolved. Reportedly, the pump and the transmitter regained connection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.